Event description:
It was reported that during a scheduled revision, the tip of a denali mi torque indicating wrench fractured while attempting to remove a set screw intra-operatively. The procedure was completed successfully with a screw removal tool, and no surgical delay. No adverse consequences, or medical intervention were reported.

Event description:
It was reported that during a scheduled revision, the tip of a denali mi torque indicating wrench fractured while attempting to remove a set screw intra-operatively. The procedure was completed successfully with a screw removal tool and no surgical delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual analysis: it was observed that the male hexalobe feature at the distal tip was fractured. Functional inspection: the torque wrench was tested for calibration and all measurements were within specification. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. Complaint history records were reviewed for this lot, and 11 similar complaints were identified. As the instrument was manufactured in 2011, repeated use over the lifetime of the instrument likely contributed to the failure.